Manufacturer narrative:
Additional information received on 4/24/2019, indicated that there was also issue with capsular contracture on the left side. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505251bc, serial number (B)(4), and right replaced with catalog number 3505251bc, serial number (B)(4). Initial report indicated that the suspect devices were mentor gel, new reports stated that they were mentor saline implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which the left side ruptured after implantation. Patient experienced trauma to the left breast followed by significant reduction in breast size over the next 48 hours. Patient had experienced change in sensation and reduction in breast size. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On 5/1/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 5/13/2019: during the initial analysis of the sample some creases were found on the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and a rupture was observed on the anterior view, measuring approximately 0.4 cm.microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).